Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and the customer alleged that they were not able to hear sound. The rse enabled sound and restarted host but still unable to get sound to come from host. The rse provided instruction for use (IFU) and service manual for patient information center ix to the customer. The customer was provided with an onsite service quote. The onsite service work order was cancelled because the service was no longer required by the customer.a good faith effort was made to obtain information on actual issue and resolution. No additional information was provided for the resolution by the customer, the cause remains unknown.

Event description:
The customer reported that no sound was coming from the device. The device was use at time of event, there was no adverse event reported.